Event description:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device / coil migrated/migration of essure device: unknown location at the moment") and pregnancy with contraceptive device ("post-implant pregnancy / pregnancy with termination") in a (B)(6) -year-old female patient (gravida 6, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 (total number of live births: 3 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2014)), fetal macrosomia, gestational diabetes, obesity, anemia, laceration, recurrent abortion and gravida ii. On (B)(6) 2014: no sexual activity, no tub baths, no ·"water activities, no exercise, no contact sports; otherwise, activity as tolerated. Discharge instructions: place baby on back when sleeping. Concomitant products included medroxyprogesterone (depo provera) for irregular menstruation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdomen pain"). On (B)(6) 2016, 1 year 2 months after insertion of essure, the patient experienced headache ("headaches"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea ( cramping)"). In (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with increased appetite and amenorrhoea. On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2017, the patient experienced migraine ("headache/migraine"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain /pain"), menstrual disorder ("abnormal menstruation"), anxiety ("mental anguish") and abdominal pain ("pain abdominal area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with oral contraceptive nos and surgery (essure removal anticipated or scheduled date: 2018). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, fatigue, alopecia, abdominal pain lower, anxiety, abdominal pain and headache outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: there were approximately 4 trailing coils present. There were approximately 5 coiling trails on the left side. Patient tolerated the procedure. Findings: tubid ostia poorly seen secondary to increased endometrial tissue; tissue removed with grasping improving visibility of both ostia 4 trailing coils on rt side; 5 trailing coils on right sided. Diagnostic results: on (B)(6) 2016: pelvic ultrasound: technique: multiple transverse images were obtained through the pelvis. Uterus: 472 x 8.71 x 6.26cm the uterus is heterogeneous and mildly enlarged with a central irregular mass that appears to be within the endometrial cavity measuring 2.9 x 2.9 cm. Patient is three weeks post termination of pregnancy. This may represent an incomplete abortion, submucosal fibroid, polyp or other mass. Retained products of conception is not entirely excluded. Endometrium: 0.641 cm. Essure device not positively identified right ovary: 2.31 x 3.42 x 3.80 cm with a complex ovarian cyst measuring 1.72 x 2.13 x 2.31 cm. Left ovary: 2.14 x 2.62 x 3.91 cm. There are no adnexal cystic lesions or free fluid. Impression; central irregular mass in the endometrium. Differential would include submucosal fibroid, polyp, other mass. Retained products of conception is not excluded. Correlation with saline infusion hysterography suggested. Complex right ovarian cyst. Follow up ultrasound suggested in 6-8 weeks to ensure resolution. On (B)(6) 2017: technique: multiple transverse images were obtained through the pelvis. Lmp; 1-15-17 uterus. 4.20 x 8.23 x 6.01 cm. The uterus is retroverted without discrete fibroids, iud is noted in good position. Endometrium: 0.523 cm. Right ovary: 1.54 x 2.24 x 1.95 cm. Left ovary: 1.6 x 2.43 x 2.44 cm, there are follicles in the ovaries bilaterally, there are no adnexal cystic lesions. There is no free fluid. Impression: there are no discrete fibroids. Iud is noted in good position. There are follicles in the ovaries bilaterally. There are no adnexal cystic lesions. There is no free fluid. On (B)(6) 2017: history of present illness: us showed iud in situ; was told one essure coil was seen; the other one not visualized. Assessments 1, encounter for post essure sterilization check treatment: irregular menstruation, unspecified. History of present illness: us showed iud in situ; was told one essure coil was seen; the other one not visualized assessments 1, encounter for post essure sterilization check treatment: irregular menstruation, unspecified. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: irregular menstruation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events: mental anguish, abdominal pain, headaches, increased appetite and missed period were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.